Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to swap displays. The customer reported to have followed the tse recommendations and the alleged malfunction was corrected. The unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.